Event description:
A t-plate, implanted in 2002 for a corrective osteotomy for a pre-existing malunion of the distal radius broke post-operative. This plate was implanted along with a 2.0mm titanium lc-dcp plate. It is unknown at this time when the plate was noted as broken. Plate still remains in the patient.